Event description:
The hosp reports that they put the sawblade in cutting guide, saw (making various cuts- all cuts around the bone), remove cutting guide and see metal dust/shards in patient. Used gauze to remove as much dust/shards as possible and continued the procedure. To date the pt is reported to be fine. Exact date of surgery is unk, however procedure took place sever days later and was a primary surgery.